Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Reference reports 2184052-2016-00132 and 2184052-2016-00134 for the other cases reported.

Event description:
It is reported the surgeon performed three acdf (anterior cervical discectomy and fusion) cases using three different sets, the two hex screwdrivers in each set would not hold onto the screws due to wear of the hex head. The surgeon applied bone wax to the perimeter of the screw head/screwdriver interface and was able to fixate the plate. No adverse event was reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned devices were visually examined and found to be worn as they had scratches and dull edges. There were no manufacturing issues detected which would have contributed to this event.